Manufacturer narrative:
The device reference in this report was returned to the original equipment manufacturer (OEM) for evaluation. The evaluation confirmed that the crimping portion of the wire was broken. The OEM concluded that the crimping portion of the wire broke because the users had withdrawn the subject device with excessive force while pulling the slider from an angulated endoscope. The manufacturing history of the same lot was reviewed with no anomalies noted. The fb-231d instruction manual states: warning: do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the pt's body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic transbronchial lung biopsy (tblb) procedure, the users detected that the crimping portion of the wire on the subject device was broken. The pt's bronchus was reportedly examined and no device fragment was observed on the endoscopic image. The procedure was said to have been completed with an unspecified biopsy forceps. There was no report of pt harm.